Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the programmer interrogated but after interrogation, it booted to an error. The hard drive was reconfigured and updated software was loaded. It was also indicated that the programmer failed common mode/wrist electrode test at functional test. A circuit board was replaced and recalibrated. The programmer passed safety and functional test. (B)(4).

Event description:
The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.